Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ICD implanted: (B)(6) 2013. Date user facility or importer became aware of event (mm/dd/yyy) : more than 10 days ago 7. Type of report : initial. Date of this report: 11/xx/2015. Approximate age of device : 6 years. (B)(4). Location where event occurred : hospital.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds with low impedance. A lead fracture was suspected. The lead was explanted and replaced. It was noted that during the extraction there was some difficulty and the lead began to unravel, however the lead was removed in its entirety and then replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.